Event description:
On, (B)(6) 2012, the patient was treated for an abdominal aortic aneurysm with four gore® excluder® aaa endoprostheses. On (B)(6) 2015, imaging identified the trunk-ipsilateral leg component migrated 4cm. It was reported the migration was due to continued aneurysmal dilatation proximal to the trunk. On the same day a reintervention was performed to treat the migration. It was reported a trunk-ipsilateral leg component was implanted within the previously implanted trunk and an aortic extender component was implanted to extend proximally. It was reported with the amount of disease progression the physician planned to cover the renals to exclude the aneurysm. The two viabahns were advanced, one into each of the renal arteries. An aortic extender component (unk/unk) was advanced into the infrarenal aorta, but the catheter was not long enough to reach the superior mesenteric artery. An attempt was reportedly made to remove the aortic extender component but resistance was felt at the level of the contralateral gate of the previously implanted trunk-ipsilateral leg component. The stent graft was pulled off of the catheter and inadvertently deployed in the contralateral leg. The leading olive and polyamide junction were temporarily left within the graft and the remaining portion of the delivery catheter was removed and discarded. The aortic extender component was reportedly ballooned with a pta balloon to restore flow. A fogarty and pta balloons were used successfully to remove the broken catheter tip from the aortic extender component. The device was set aside, and another device was used to complete the procedure. Final imaging showed the aneurysm was excluded and the patient tolerated the procedure. It was reported the physician reported the patient will be monitored but not intervention will be performed.

Manufacturer narrative:
The review of the manufacturing paperwork verified that this lot met all pre-release specifications. Patient's medications include: acetaminophen.

Manufacturer narrative:
As it is unknown which aortic extender component was involved in the event, the medwatch will reference both devices (pla360400/13522723 and pla360400/12758468).